Event description:
On (B)(6) 2012, the patient left a message with animas customer technical support (cts) stating that he felt the pump was delivering when it shouldn't have been and he experienced blood glucose (bg) around 30 mg/dl with seizures on (B)(6) 2012. The patient stated he had been experiencing unexplained low bg for the "past couple of days." The patient reported that he had been setting temporary basal programs to "off" for an hour at a time, but he felt the pump was delivering during these times, leading to the low bgs. Cts made several attempt to contact the patient to obtain additional information and complete troubleshooting, without success. This complaint is being reported because the patient reportedly experienced severe hypoglycemia allegedly related to the pump delivering excess insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.